Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to manage skin overgrowth around abutment site; during this procedure the abutment was exchanged. It was also reported that the patient has undergone four previous surgeries (dates not reported), due to skin overgrowth, since initial implantation on (B)(6) 2012. The patient has also received kenalog injections (dates and dosages not reported). The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog number is 92130; not 92127 as previously reported.

Manufacturer narrative:
(B)(4): implanted device remains.